Event description:
It was reported "yesterday, (B)(6), I installed a power PICC catheter in a patient, the catheter was very challenging due to the patient's anatomy. I got the catheter in place, but when flushing the catheter, liquid came out of the silicone plug at the end of the catheter. Correspondingly, when aspirating, air came through the silicone plug of the catheter. Some of the air also clearly moved into the intravenous catheter. The catheter was removed from the patient. The same phenomenon was repeated with the next catheter. Since putting the catheter in place was again challenging (we swam into the vein for >25 min), it was decided to remove the stiffener wire and aspirate and flush the catheter without this. The catheter was put in place after a long struggle. Both catheters are of the same model (ref 6174118) and from the same lot (lot rehn2549)." Patient impact was that insertion time was much longer than it usually is. It took over 30 min to insert, because the catheter failure, no harm for patient. No other information was provided. This file addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.